Event description:
Ous MDR - after implantation the device went to eri. No additional information is available and an event date was not provided. The type of intervention performed, if any, is unknown.

Manufacturer narrative:
Ous MDR.